Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate and psi were going crazy in an arctic sun device. Per follow up information received via mail on 10jan2025, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. The device was evaluated upon receipt. The flow rate and the psi fluctuate. Replaced manifold. Failed circulation pump contributed to issue. Replaced circulation pump. The device passed the procedure and can be placed back into normal use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate and psi were going crazy in an arctic sun device. Per follow up information received via mail on 10jan2025, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 18feb2025, it was reported that the circulation pump also contributed to reported issue.